Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm2) due to error 23017. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was returned for failure analysis and the reported error 23017 was confirmed and replicated. A review of system logs found error 23017 indicating pot to encoder fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be failing on axis 2. Once testing was completed, the axis 2 motor and motor cable was tested and verified to be the source of the fault. The axis 2 motor and axis 2 motor cable were found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure; the customer experienced a repeated recoverable 23017 fault. The customer attempted to recover the fault, reseated the instrument and even power cycled the system, but the issue continued. At that point, the surgeon elected to finish the case laparoscopically. The procedure was converted to laparoscopic with no reported injury.